Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision which took place on (B)(6) 2018, branch provided an implant sheet from (B)(6) 2014. The rep indicated that the components that were explanted in 2018 to not match the 2014 implant sheet. This event is for a revision which occurred at some point between (B)(6) 2014 and (B)(6) 2018.

Manufacturer narrative:
This event has been identified as a duplicate of MFR. Report # 0002249697-2014-02665. Investigations and conclusions were documented under manufacturer report number.

Event description:
In reporting a revision which took place on (B)(6) 2018, branch provided an implant sheet from (B)(6) 2014. The rep indicated that the components that were explanted in 2018 to not match the 2014 implant sheet. This event is for a revision which occurred at some point between (B)(6) 2014 and (B)(6) 2018.